Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Complaint issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-rays were forwarded. No material was returned for evaluation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient experienced pain in their abdomen and an x-ay showed that the plate had broken into two (2). The original implant date was (B)(6) 2020. Revision surgery has not been performed. Concomitant devices reported: recopl 3.5 straig 20ho l260 sst (part number 245.039, lot unknown, quantity 1). This report involves one (1) 3.5mm low profile reconstruction plate 20 holes. This is report 1 of 2 for (B)(4).